Event description:
On september 30, 2006 the lay patient contacted lifescan (lfs) alleging that his one touch lancing device was not working correctly. The medical affairs specialist (mas) spoke with the patient's mother in 2006; however, she had no information regarding the issue. The mas sent a letter to the patient because he could not be reached by phone on october 12, 2006. A recording of the call to lfs was not available to review. The following information was provided during the initial call to lfs: the patient reported obtaining a result of 128 mg/dl on his one touch profile meter. From the information provided, it was not clear if the 128 mg/dl reading was obtained before or after the patient experienced symptoms described only as "high". The patient took up no action to affect his blood glucose level following use of the meter. The patient said he went to the ER because his one touch lancing device failed. The patient did not recall the blood glucose test result obtained in the ER. The patient provided the information that he was treated with IV glucose at 11:30 pm (date not specified). The patient said he purchased a new lancing device due to the issue. Information was not provided regarding how long the lancing device had failed to function. No information was provided regarding the patient's diabetes treatment regimen. The customer care advocate (cca) noted a cocking control issue with the one touch lancing device. The meter, test strips, control solution, and lancing device were replaced. In 2006 the patient's mother told the mas that the patient received the replacement products was able to test without difficulty. The complaint is reported because the patient was unable to use the one touch lancing device to obtain a blood sample. He experienced symptoms and received IV glucose treatment in the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.